Event description:
Information received indicates the caster wheels hold in brake but the head end casters continue to swivel.

Manufacturer narrative:
The technician replaced both head end casters to repair the stretcher.